Manufacturer narrative:
Taper unk. (B)(4). The product associated with this report will not be returned for analysis. Based upon the implant date range of (B)(6) 2000 to (B)(6) 2008, provided by the reporter, the connector type is either a taper I or taper ii. Dehydration is surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of dehydration as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures." "There were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: dehydration."

Event description:
Doctor reported event of dehydration from journal article, "the effectiveness of adjustable gastric banding: a retrospective 6-year u.s follow-up study", surg endosc(2011) 25:397-403. This medwatch represents the 16 pts listed in table 4 of the article who were diagnosed with dehydration.